Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) - intervention required to stop bleed. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a colonic procedure . According to the complainant, during the procedure, hemorrhage occurred after using the device on a patient with chronic inflammatory pathologies but no hemostasis issues. The bleeding was stopped with application of hemostatic clips. No further information is available from the complaint reporter.